Event description:
The customer reported that an error message saying "all functions not available" occurred when the system was turned on. The error code is unk, however, there is a similar error message in the product labeling. The system was switched out to complete the case. The operation was delayed for 1.5 hours.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 11/8/2007.